Manufacturer narrative:
Corrected information provided in b.2., h.2., and h.11. Following submission of the initial report, upon further assessment it was determined that the issue was related to the black connector of the vitrectomy probe was cracked and this information does not meet criteria for reporting based on applicable medical device regulations. No further reports will be scheduled under mfg. Report num 2523835-2024-02310. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the black connector of the vit probe was cracked during macular hole surgery. The procedure was completed after replacement of product with new one. There was no report of patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).